Event description:
It was reported that the patient was concerned programmer 37642 was not working correctly. Patient seemed mostly concerned that the 2.59 ins battery level hasn't gone down in a couple weeks. Patient stated being at the hcp office on april 10th, ins left side was 2.86 and right 2.77. Then a week or two, the left dropped to 2.60 and then to 2.59 and hasn't decreased anymore. During troubleshooting, it was found patient has two ins - left side setting was at 3.80v and battery is at 2.82. / right side setting was at 2.90v and ins battery is at 2.59. Pss does not see any issue with the programmer and reviewed patient can contact hcp to discuss 2.59 battery level. Additional information received from the consumer reported the battery depletion was not normal. The cause of the right implant battery not going down from 2.59 wasn¿t determined and still showed eri at 2.59. The consumer was scheduled for battery replace ment of both sides even though the left side was fully functional at 2.82 v and would be for several months before it would be necessary to replace if it wasn¿t for the right battery malfunctioning.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.